Event description:
A customer reported to corporate product surveillance that the facility was using the interlink blood tubing with an unknown sigma spectrum pump. She said that the drip chamber was filled with air and they were worried it was going to burst. The pump gave an alarm stating air in line and showed pressure in a diagram at the drip chamber. The reported condition occurred during infusion. She said the reported condition caused no harm to the patient nor was medical intervention performed. The alleged deficiency was against the baxter set. The flow rate of the administration was not identified. An unknown bag of blood was being administered after an unknown bag of saline was administered in the patient. Since the set has two (2) spikes; one (1) was connected to a saline bag and the other to the blood bag. The customer mentioned that they normally use unknown clearlink sets in this type of administration; however, the facility has currently run out of those clearlink sets. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.